Event description:
Vent started smelling like fire without any fire or smoke. Removed from pt immediately and sequestered. Vent sent out (B)(6) 2013 back to manufacturer, so their engineers can review the machine.